Manufacturer narrative:
The subject device has not been returned to omsc but was returned to keymed (medical and industrial equipment) ltd. (Okm). As a result of this device confirmation, okm found that the front band of this device is broken and missing. It is unknown when this phenomenon occurred. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. In the instruction manual of this device, the following instruction is described. If any parts of the endoscope fall off inside the patient body due to equipment damage or failure, stop using the endoscope immediately and retrieve the parts in an appropriate way.

Event description:
Olympus medical systems corp. (Omsc) was informed that the physician noticed some foreign bodies in the patient during unspecified procedure using the subject device. The physician tried to remove the foreign bodies, but could not do it. After that, the user facility noticed that a part of this device was missing, and they thought that it was foreign body left in the patient. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".